Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was experiencing low blood glucose. It was found the customer's low blood glucose was attributed to a setting adjustment. The customer also stated their infusion set adhesive does not last the full three days. No additional information provided.